Manufacturer narrative:
(B)(4). It was reported that the compressor was not working. A loose cable connection from the compressor to the printed circuit board (pcb) was found and reconnected, which fixed the reported issue.

Event description:
It was reported that the ventilator installed at the customer's site was not working. There was no reported patient involvement at the time, this issue was identified. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the compressor became inoperative. It is unclear if the patient was transferred to an alternate ventilator or not. There was no report of death or serious injury associated with this event.